Event description:
Customer reported smartsite broke during use on a patient. "Pt medline snapped in half in the middle of the smart site. Medline was clamped so it did not affected the patient and was immediately changed. Medline was barely touched before it snapped in half." No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.